Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that therapy did not help the patient like the trial did. An x-ray confirmed poor paddle placement. An attempt was made to replace the paddle with perc leads but the surgery was unsuccessful. The devices were explanted.

Manufacturer narrative:
Concomitant products: product ID: 977c165, serial#: (B)(4), implanted: (B)(6) 2021, explanted: (B)(6) 2022, product type: lead. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(4), ubd: 12-mar-2025, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.